Event description:
It was reported that during an unknown procedure the doctor states that the shears were stopped and did not work. There was no surgical delay. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 1/24/2025. D4 batch # 836c03. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 836c03, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #pcee60a, with lot/batch #c9dm2n, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: no 2. Did the device deliver any staples? 3. If yes, were the staples formed properly? 4. If yes, was the staple line complete? 5. Did the device cut?: no 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line? 8. Was there any difficulty opening the device jaws?